Manufacturer narrative:
(B)(4). Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Surgical intervention.

Event description:
This patient exhibited unknown symptoms after a perforation, the lead drop sensing and exhibited high impedances along with noisy signals due to electro magnetic interference. The lead was then removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. Upon receipt at our post market quality assurance laboratory, helix retracted. Noted dried blood/body fluid in helix housing and tip region - normal for ingevity. Setscrew marks were noted on the terminal pin, the set screw mark is proximal of center - possible improper insertion depth. Continuity testing passed - indicating conductors are intact. Hipot test passed indicating no electrical shorts between conductors. A stylet insertion test failed - blockage encountered in the terminal pin opening, which was loosened and pushed distally where it lodged in the lead. Visual inspection revealed no abnormalities. As a conclusion, the noise, high impedance, and failure to sense allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The perforation allegation was not confirmed by lab analysis but was assigned a cause code based on the field report (known inherent risk of device).

Event description:
I was reported that this patient was symptomatic after a perforation, the lead drop sensing and exhibited high impedances along with noisy signals due to electro magnetic interference. The lead was removed, replaced and returned for analysis. No additional adverse patient effects were reported.